Event description:
It was reported that a b30 scope communication error occurred when a bronchovideoscope was connected to the subject device (video system center) tower during a diagnostic bronchoscopy procedure. The procedure was prolonged greater than 30 minutes. There were no reports of patient harm.

Manufacturer narrative:
The customer contacted olympus technical assistance support (tac) via phone. The customer informed tac of the event. Tac advised the customer to shut off the cv-190 and connect a second 190 series scope, power on the tower and see what occurs. The customer confirmed that a b30 occurred with a second 190 series scope. Tac instructed the customer to clean the contacts in the clv-190 and on the 190 series scopes with 70% ethyl or isopropyl alcohol with a lint-free cloth and connect the scopes again. The custome rstated the b30 error still occurred. Tac then instructed to connect the 190 series scopes to a known good cv 190 tower and see if the error occurs. The customer stated they will call back. The report for the following patient identifiers are related: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
Three attempts were performed to obtain additional information, but no response was received from the customer. This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: h6. The device was not returned for evaluation; therefore, a definitive root cause could not be determined. The most probable cause was not established; the investigation findings do not lead to a clear conclusion about the cause of the reported event. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information was received from the customer.